Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous shunt vein. The wanda 5.0-40, 80 balloon was inflated and on the second inflation the balloon ruptured at twelve atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.this product is only ous approved but it is similar to a marketed us device.

Event description:
It was further reported that the lesion was severely calcified. On the first inflation the balloon was inflated to ten atmospheres. The device was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).